Event description:
On (B)(6) 2013, a reporter contacted animas alleging that moisture was discovered inside the battery compartment of their device. This complaint is being reported because it was not resolved at the time of the call. There is no evidence to suggest that this issue caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/06/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/25/2013 with the following findings: the pump was returned with moisture visible in the display lens. The display screen was blank when powered on but there were audio tones and vibrations. A leak was found in the battery compartment as well as moisture corrosion. Moisture corrosion was also visible in pump compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.